Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown breast surgery on an unknown date and suture was used. During another unknown breast surgery on an unknown date, the breast consultant found a small shard of a needle in the patient's breast. Additional information was requested.